Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the programmer was not working; the stylus was out-of-specification in an electrical manner, accounting for the cursor on the display screen to jump around when the stylus got close. The customer comment regarding the programmer's inability to update was also confirmed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was not working. It was also reported that the programmer would not accept the latest software update. The programmer has been returned for repair. No patient complications have been reported as a result of this event.